Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Reportedly, the customer is wearing the pump supplies for 3-4 days. Tandem clinical support informed customer that wearing the pump supplies for 3-4 days , is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level. The customer continued to use the pump for insulin therapy.